Manufacturer narrative:
Concomitant: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387s-40, lot# va019c5, implanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot# va019c5, implanted: (B)(6) 2012, product type lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3387s-40, lot# va019c5, implanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot# va019c5, implanted: (B)(6) 2012, product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Event description:
It was reported that the system was explanted ¿earlier this year¿ due to infection issues. Additional information received reported that perioperative antibiotics were not administered. It was noted that the infection onset/diagnosis of the infection was (B)(6) 2012. It was noted that the patient did not have meningitis. It was noted that the patient had a fever, swelling, and pain. It was noted that the infection was located at the device pocket and lead tract. It was noted at a culture was taken from the pocket and the organism was found to be staph aureus sensitive. It was noted that treatment included IV antibiotics, oral antibiotics, and total device explant. It was noted that the infection resolved and there was no drug withdrawal. It was noted that there was no risk factors for infection.